Event description:
The facility's tech reported an infusion pump with an 810:04 failure code. The tech stated that there have been no reports of any pt incident involving the pump since the last baxter service event. It was unk if this failure occurred during pt use or biomed testing. Add'l contact info was requested but not provided.